Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, while attaching the lead into the header, there was no click heard while tightening the setscrew, which indicates the tightness of the screw. Another wrench was used, and still no click was heard. A tug test was performed on the lead, and it appeared to be tightly connected. The device remains in use. No patient complications have been reported as a result of this event.